Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. Serial number unknown. The customer's biomedical engineering department determined that the power cord could not be repaired. The customer stated that the power cables were scrapped and new power cables were ordered. Reportedly, the unit is currently in use at present time with no issues.

Event description:
The customer reported that the unit's power cord was frayed and damaged during transport. The unit was in use on a patient at the time of the event; however, the unit did not shut off and continued to function. No intervention was required and there was no harm or injury to the patient. The event date was not specified; estimate used.